Manufacturer narrative:
Device evaluation summary: it was reported that a saline mentor smooth round moderate plus profile 425cc was received with black floating stuff inside. There was no patient contact with the complaint device. The device was returned to mentor without fluid inside. White material was observed within the device or on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. There is no evidence that the issue is related with manufacturing. The complaint was not confirmed for foreign matter. At this point it is not possible to determine the etiology of the white material found on the device. The device history record (DHR) for the lot number 7572472 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a saline mentor smooth round moderate plus profile 425cc was received with black floating stuff inside. There was no patient contact with the complaint device.